Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for difficult/unable to operate due to unknown lot number. H3 other text : see h10

Event description:
It was reported that needle clipping device safe clip was not working correctly. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 328235 batch no. Unknown it was reported that safe clips were not working correctly and one it was hard to get needle lined up to clip off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle clipping device safe clip was not working correctly. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 328235 batch no. Unknown. It was reported that safe clips were not working correctly and one it was hard to get needle lined up to clip off.